Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
(B)(6) subject (B)(6) was implanted on (B)(6) 2009 with an elevate anterior and apical graft to treat vaginal prolapse. On (B)(6) 2010, the pt reported de novo urinary stress incontinence (new). During examination posterior wall vaginal prolapse was also found. On (B)(6) 2010, the pt reported continued stress incontinence. On (B)(6) 2010, the pt had a tvt sling implanted to treat urinary incontinence; a posterior vaginal wall repair was also done. On (B)(6) 2010, the stress incontinence has resolved. However, pt was experiencing new dysuria, cystoscopy pending.